Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a no delivery alarm on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.